Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient sought medical attention due to hyperglycemia on (B)(6) 2024. The patient's blood glucose levels reached 430 mg/dl with ketones of 1.5. The pod was worn between 5 and 24 hours on the arm. Symptoms reported include not feeling well, elevated heart rate and nausea. The patient was diagnosed with diabetic ketoacidosis. The diabetologist administered a bolus of 14 units of insulin via pen and removed the pod. Upon removal of the pod, the cannula was observed to be bent. The patient was released the same day.